Event description:
A peritoneal dialysis pt's nurse reported that the pt passed away on (B)(6) 2014. The pt was not connected to the cycler at the time of his passing. The peritoneal dialysis nurse reported that the pt went into cardiac arrest and expired.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.